Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a vascular examination procedure which was delayed and completed by moving patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files showed malfunctioning of lateral image processing pc (ippc). Upon troubleshooting when fse restarted the system, only the lateral side could not be used. Fse investigated and found a fault in the lateral control pc. Fse replaced the lateral ippc, formatted the hard disk (wipe disk) and reinstalled the software. After that system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the exposure was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.